Manufacturer narrative:
H6: the authorized service provider (asp) returned the device to ventec for an evaluation, where the reported issue of it delivering low vte (exhaled tidal volume) levels could not be confirmed or duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.